Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient's activated clotting time (act) at time of implant was 306. The first was inserted into the patient, but was kinked and needed to be removed. The second was that was used was positioned in the laa and the wds was inserted into it. The closure device was deployed in the laa, met release criteria, and was successfully implanted in the laa of the patient. It was noted that one partial recapture was done on the closure device and no protamine was given at the end of the case. Two hours post procedure, the patient experienced a 1cm pericardial effusion. The physician placed a drain in the patient and removed 350cc of fluid. The patients hemodynamics never changed and the patient was stable following these events.